Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent response due to corroded keypad traces. No button error alarm noted. The device was received with cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported the insulin pump alarmed button error and was unable to clear. Customer's blood glucose was 85 mg/dl. Alarm and possible causes were explained to customer. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.